Event description:
Devilbiss healthcare was notified by an authorized service center of a complaint involving an oxygen concentrator with a complaint of "no o2 at all." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause of the no o2 is shipping damage which caused the tubing to become disconnected from the flow meter.